Event description:
The subject device was implanted on 5/22/1998 for a three level corpectomy surgery. On 8/3/98 it was found that the subject device had come loose from the concomitant devices. The devices have not been removed at this time.